Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated for two times each at 20 atmospheres (atm) for 10 seconds. However, during third inflation at 20 atm for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.